Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacemaker-mediated tachycardia episodes were unable to be observed via remote transmission. Multiple auto-mode switch episodes were observed. The patient will be brought in to investigate the pacemaker-mediated tachycardia. Programming changes were recommended.